Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Immediately post op x-rays and 3 months post op x-rays were reviewed. Upon review of the x-rays, it was seen that both setscrews at l4 level had migrated from the multi-axial screws. We were unable to determine the cause of the event.

Event description:
It was reported that, the pt underwent l4-l5 fusion. It was noticed that both left and right l4 setscrews backed out approx three months post op.